Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference: 1627487-2011-04221. The pt rec'd his scs system on (B)(6) 2011. The pt reported he was feeling stimulation, but states he is not getting enough stimulation on his left side. The pt reported he had tried all of his programs to resolve the issue. The pt was scheduled to f/u for reprogramming. No further info is available at this time.